Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed the customer in troubleshooting and repair of the system. The power cord plug was repaired. The system operates as intended.